Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during a follow-up. Review of the ECG revealed multiple, short episodes of asystole. No lead failure was noted. During the deep breathing test, several episodes of oversensing on the rv lead channel leading to short asystole were noted. The lead revision was planned. Later, the patient presented to the hospital and therapy was deactivated. Review of the freeze capture revealed oversensing, low amp and noise. Possible myopotential oversensing was suspected. Performing isometrics was suggested. Programming changes were made and no lead revision will be performed. The issue was resolved. The patient was asymptomatic during asystole episodes.